Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned for evaluation.

Event description:
It was reported that the patient underwent surgery for implant of artificial cervical disc at c5-c6. One week post-op the patient had complaints of neck pain, muscle spasms, and intermittent left side numbness in the upper extremity. At 6 months post-op the patient continued to have ongoing neck pain and muscle spasms and underwent treatment with botox trigger point injection. Pt. Also complained of headache and numbness in left upper extremity and left arm weakness. Patient has additional trigger point injection at 12 months post-op and esi at 45 months post-op. At 8 yrs. Post-op, the patient continues to have muscle spasms in neck and shoulders and continues to see pain management.